Manufacturer narrative:
The tip cover has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover slipped off during use. The mcs tip cover accessory appeared to be properly installed initially, but the orange surface became visible during surgery. When trying to reinstall it by removing from the arm, the tip cover slipped off and fell inside the patient. The tip cover was retrieved and confirmed to be retrieved with visual confirmation. No additional surgical procedure was required to retrieve the tip cover nor was any imaging. No lubricant was applied to the mcs instrument before installing the tip cover. There was no damage noted to the tip cover. Arcing was not observed with the monopolar curved scissors (mcs) instrument. The grounding pad was used, but its location and condition were not specified. And no photographic or video evidence is available for review. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. There was no reported injury.

Manufacturer narrative:
The tip cover was received for failure analysis. The tip cover was found to have a scratch on the tip cover. There was no thermal damage found. The tip cover was placed on an in-house golden monopolar curved scissors (mcs). The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The tip cover remained tightly in place and did not fall off. No product issue was identified.

Event description:
Refer to h11 for follow-up information.